Event description:
Post op the patient presented with swelling at the operative site. Swelling subsided and patient is doing well; no other post-op complications at this time.

Manufacturer narrative:
Product recall initiated on august 21, 2007.